Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune knee claim letter received. Claim letter alleges that the patient was revised on (B)(6) 2018, due to mechanical loosening. Loosening occurred at implant to cement interface. Patient also experienced pain and injury. Doi: (B)(6) 2016; dor: (b)(6 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). (B)(4) to capture medical device removal.

Event description:
Medical records alleges edema and synovitis.